Event description:
It was reported that during a pci procedure, a shaft break occurred. The 75% stenosed lesion was located in the proximal left anterior descending (lad) artery. During advancement of the maverick2 monorail balloon system through the guide catheter, the shaft broke. No pt injuries or complications were reported. The pt's status is unknown.